Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. The analyst noted the battery voltage measures 2.93 volts; with a pre-implant gray bar identified.

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).